Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. No failed battery test alarms,unexpected low battery or off no power alarms were noted. Unit received with all buttons responding properly. However, moisture damage was found at keypad traces. Unit received with cracked battery tube threads. Unit received with missing end cap sticker. Unit received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 232 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.